Event description:
It was reported and per additional information that a patient with a 29mm 7300tfx mitral valve implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of 2 years and 6 days due to degeneration with severely restricted tricuspid leaflet mobility, moderate leaflet thickening, elevated gradients, and severe intravalvular regurgitation. The patient presented with sob, mild chest pain, dizziness the procedure was performed successfully with a 29mm 9755rsl transcatheter valve.

Manufacturer narrative:
Updated sections: a1, a2, a3, a4, b5, b7, d1, d4, d6a, g3, g6, h4, h6 component code, health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including hyperlipidemia.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm magna ease valve implanted in the tricuspid position underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The procedure was performed successfully with a 29mm 9755rsl transcatheter valve.